Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump battery died in the middle of the night without warning. Customer's blood glucose was unknown at the time of incident, but the customer indicated that they were high. No further details given.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The operating currents are within specification. No unexpected low battery alarms noted during testing or found at the downloaded pump history. Detailed trace long trace downloads. The power management tool confirms the unloaded voltage and loaded voltage are within specifications. No unexpected error or alarms, blank display, audio or beep anomalies were noted during our testing. The insulin pump had minor scratched display window and case.